Event description:
Irritated knee, knee effusion, knee swelling, knee warmth, painful movement, movement limitations. Information was received on 2/8/07 from a physician regarding a male patient with a medical history of gonarthrosis who experienced irritated knee, knee effusion, knee swelling, knee warmth, painful movement and movement limitations. The patient began treatment with synvisc in 2006. The patient received three synvisc injections into his knee (unspecified), the first injection was performed on the date of treatment began, and the third injection one month later. The next day, the patient experienced irritated knee with distinctive effusion, swelling, warmth, painful movement and movement limitations which lasted a few weeks. Knee effusion fluid was serous and cloudy, but bacteriologically sterile. The physician assessed the adverse events as severe and serious. The relationship between the adverse events and synvisc was assessed as definite per the physician. The patient recovered without sequelae on an unknown date in january 2007. None reported.